Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital for a routine device follow up. The patient collapsed while in the hospital and was taken to the emergency department, where cardiopulmonary resuscitation (CPR) and external defibrillator shocks were performed. The patient was confirmed to be in vt/vf. After the resuscitation efforts, the patient was placed on a ventilator. Four days later, the patient passed away. Interrogation of the device post-mortem produced an alert indicating the battery capacity was depleted on (B)(6) 2021. The device was explanted post-mortem and is expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital for a routine device follow up. The patient collapsed while in the hospital and was taken to the emergency department, where cardiopulmonary resuscitation (CPR) and external defibrillator shocks were performed. The patient was confirmed to be in vt/vf. After the resuscitation efforts, the patient was placed on a ventilator. Four days later, the patient passed away. Interrogation of the device post-mortem produced an alert indicating the battery capacity was depleted on (B)(6) 2021. The device was explanted post-mortem and is expected to be returned for analysis. The local sales representative later confirmed the device was not available to be returned as it was discarded by the hospital.

Manufacturer narrative:
This report will be updated when additional information is received. The device was not returned for analysis; therefore, a technical analysis could not be performed and boston scientific could not confirm the reported observations. If information is provided in the future, a supplemental report will be issued.